Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The motor assembly had moisture damage. No audio/beep anomaly noted. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement due to blank display. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display right after being exposed to moisture. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer reported that the insulin pump vibrated during rewind and went to blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.